Event description:
The company was informed that the pt experienced a csf leak during implant surgery. As the surgeon drilled the well to implant the device, a small part of the dura mater covering the brain had a hole in it and some cerebrospinal fluid leaked out. The surgeon patched the hole. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.